Manufacturer narrative:
Due to character limit in block e1 (event site state): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a gas loss alarm occurred on the cardiosave device. No patient harm or injury was reported. Additionally, an auto fill failure alarm was noted in the alarm history.

Event description:
N.a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: h6 (medical device problem code), d4 (serial) should be left blank. Kindly revert. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the sheath and catheter. The non-maquet sheath was returned over the catheter tubing. One kink was observed on the catheter tubing and inner lumen approximately 76.2cm from the iab tip. Additionally, one kink was observed on the catheter tubing approximately 58cm from the iab tip. The extender tubing, pressure tubing and three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and an autofill failure alarm sounded as soon as the iab pumping started resulting on stopping the pumping immediately. The reported event ¿alarm, autofill failure¿ was detected when the iab was placed on the pump, which confirms the reported failure. A sever kink was observed on the catheter tubing and inner lumen, which may have caused the alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.